Manufacturer narrative:
The evaluation found the adhesive at the distal end elevator forceps cover was found peeling. The asset was repaired to specifications and returned to asset stock. A review of the asset's repair history shows the scope was last serviced via repair on (B)(6) 2021. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-videoscope's adhesive at the distal end elevator forceps cover was found peeling. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported malfunction, peeling of glue on the distal end of the forceps cover, is potentially attributed to external force was applied by rubbing strongly on the component during transportation, storage, use, cleaning, etc. Or the glue deteriorated and peeled off due to repeated use over time. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may become damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.